Event description:
Customer reported to beckman coulter, inc. (Bec) that the calibration for acetaminophen (actm), gentamicin (gen), and theophylline (the) was failing with span and recovery errors on the unicel dxc 600 synchron system. The customer reported that he had changed the 100 microlitre sample syringe assembly earlier during the day. Customer reported he was not aware of any erroneous patient results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical specialist (cts) advised the customer to verify all syringes were installed properly, and that all fittings on top of the probes were tight. The customer then reported that he saw a colorless fluid on top of the reaction wheel cover by the cartridge chemistry (cc) sample probe area. The customer was advised to prime the cc sample delivery system and observe for leaks. Customer reported that there were no leaks after priming the cc sample delivery system. Customer reported that they calibrated actm, gen, and the without any additional problems after priming the cc sample delivery system. To date, customer has not reported to bec on any further leaking or calibration issue.

Manufacturer narrative:
(B)(4).